Manufacturer narrative:
Report confirmed. The device was tested and the max temperature was measured to be 161°f. The likely cause was identified as worn front and rear bearings. It was also noted that the motor was losing power and it failed the depth test. Device history record #(B)(4) was reviewed and did not reflect any conditions related to the current, reported malfunction. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of overheating and losing power. No patient impact reported. Repair request escalated to a product event based on reason for return and due to return in less than 90 days from repair or purchase. On follow up, it was confirmed with the health care professional that there was no patient or staff impact.